Event description:
I have used soft contact lenses for over 30 years and have bought countless bottles of lens solution. I recently went to (B)(6) to buy a new bottle. I went to the eye care aisle where I've always bought that product. I saw a two bottle box of a product called (B)(6), which cost less than the product I usually buy. The center label on the box described it in the usual way these products are described. The color in the box was unique to the brand, since I have used lens solution for so many years I didn't bother to read it. I later opened the box and took out the two bottles. They were the exact same size and types as every other bottle I've ever used. There was red writing at the top, a red box of writing on the side and a red cap, but I chalked it up to advertising and didn't to read it. I used the solution on the lens for my right eye, put the lens in, and immediately felt an excruciating burning in my right eye. I had to stay home from work. I now know the solution had 3% hydrogen peroxide in it and that it is a product preferred for some types of lenses. What I do not understand is how in this day and age anyone would approve such a product to be marketed and sold the way it is. Basic human factors considerations dictate that two extremely different products should not be sold in identically designed boxes and bottles, let alone on the same shelf. If the MFR really cared enough to avoid these kinds of accidents, it would sell the product in a square or rectangular bottle and a similarly different shaped box. An warnings would be in the middle of the package. I went to my eye doctor for my injury and he said this happens all the time. Do something about it! This is needless!